Event description:
On (B)(6) 2013 the patient¿s mom contacted animas and alleged the following: on (B)(6) 2013 her son was at school and he reported to teacher that he felt as though he was going to black out. Teacher walked patient to school nurse office: his blood glucose (bg) was 29 mg/dl. School nurse called 911 and administered glucagon. When ambulance arrived, her son¿s bg was up to 95 mg/dl, at hospital dropped to 30 mg/dl and hospital staff administered d25 or d50, and bg went up to 70 mg/dl. He was admitted into picu at the local children¿s hospital and his bg was back to target that night. He was administered lantus last night, this am bg up to 341 mg/dl, no symptoms, discharged to home at approximately 11:30 am and at lunch time bg was in 100 mg/dl range. The physician at the children¿s hospital spoke with the clinical business manager and inquired if the child could have given himself extra insulin by playing with the pump and was told that was possible. The hcp had downloaded the pump and noted that there were "many primes" in history. The patient¿s mother denies that the child would have played with the pump, and feels there is an issue with the pump. Mom states the pump was downloaded and it shows that the pump was primed with 16 units. Mom states she was called to the school originally for no prime warning, mom states she changed out cartridge at this time, primed it with the 16 units. Mom states after this was done, her son was sent back to class. Mom states minutes later, the pump history shows another prime of 13.7 units. Mom states the pump primed on its own, her son did not do so. Mom feels that the pump is not functioning properly, as everyday at the same time, it gives a pump is not primed warning, but does not have pump for troubleshooting. Mom states her son is currently not on the pump, states he was taken off of pump and put on insulin injections. This is being reported because a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.